Manufacturer narrative:
Follow-up information received on 20-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (b)(5) cases; genital haemorrhage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced abdominal pain (debilitating daily pain/unable to bend over due to pain) and also mentioned a possible internal migration, since essure was never removed but it could not be seen on scan or x-ray (interpreted as device expulsion). The consumer stated that she was admitted to hospital because of the pain and bleeding. The reported events are listed according to essure's reference safety information. After essure insertion, abdominal pain, abnormal genital bleeding and menses pattern changes may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, limited information was provided. However, considering events nature and in the lack of alternative explanations; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since hospitalization was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 02-feb-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Reported side effects included extreme bleeding, abdominal, bloating, hair loss, weight gain, metallic taste in mouth, and chronic fatigue (event onset date (B)(6) 2014, not specified). There was a possible internal migration, since essure was never removed but it could not be seen on scan or x-ray. Minor injury was mentioned. Follow-up information received on 08-feb-2016: no new clinical information was received. Follow-up information received on 12-feb-2016 from consumer: the consumer was (B)(6). Essure was inserted on (B)(6) 2013 and was ongoing. The consumer experienced severe abdominal pain (debilitating daily pain, unable to bend over due to pain), vaginal bleeding (severe), awful hair loss, much weight gain, bloating, and fatigue. The events were ongoing. Consumer was admitted to hospital because of the reaction (it was not specified). Follow-up information received on 22-feb-2016 from consumer: she reported she was admitted to hospital with pain and bleeding on (B)(6) and stayed for 2 nights; she was being treated with tramadol. She will be having a hysterectomy soon. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced abdominal pain (debilitating daily pain/unable to bend over due to pain) and also mentioned a possible internal migration, since essure was never removed but it could not be seen on scan or x-ray (interpreted as device expulsion). The consumer stated that she was admitted to hospital because of the pain and bleeding. The reported events are listed according to essure's reference safety information. After essure insertion, abdominal pain, abnormal genital bleeding and menses pattern changes may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, limited information was provided. However, considering events nature and in the lack of alternative explanations; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since hospitalization was required. A product technical analysis is being sought.

Manufacturer narrative:
Legal letter received on 08-aug-2016, case is potential legal now. It was reported that essure was inserted on (B)(6) 2013 (discrepant information received from the consumer) with lot number a57110. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had extreme bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced abdominal pain (debilitating daily pain/unable to bend over due to pain) and also mentioned a possible internal migration, since essure was never removed but it could not be seen on scan or x-ray (interpreted as device expulsion). The consumer stated that she was admitted to hospital because of the pain and bleeding. The reported events are listed according to essure's reference safety information. After essure insertion, abdominal pain, abnormal genital bleeding and menses pattern changes may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, limited information was provided. However, considering events nature and in the lack of alternative explanations; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since hospitalization was required. Initially, no lot number had been reported and the product technical analysis concluded that based on the available information no product quality defect was confirmed. Since lot number was received on follow-up, an updated technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Essure lot number: a57110 (expiration date: sep-2015; date of MFR: sep-2012). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2016: updated quality safety evaluation of ptc received. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had extreme bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced abdominal pain (debilitating daily pain/unable to bend over due to pain) and also mentioned a possible internal migration, since essure was never removed but it could not be seen on scan or x-ray (interpreted as device expulsion). The consumer stated that she was admitted to hospital because of the pain and bleeding. The reported events are listed according to essure's reference safety information. After essure insertion, abdominal pain, abnormal genital bleeding and menses pattern changes may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. In this case, limited information was provided. However, considering events nature and in the lack of alternative explanations; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since hospitalization was required. Product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. The reported medical events are not indicative of a quality deficit per se; however, a plausible relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs